Manufacturer narrative:
One ev1000 power adaptor was received and evaluated by edwards. A visual inspection found a burnt mark inside the 120v power receptacle. Further inspection found a white residue inside the receptacle that is consistent with dried saline solution. Liquid ingress caused a short condition which resulted in the reported issue. The device service history record review could not be completed as the lot number is unknown and it was not able to be obtained from the device. The reported event was confirmed by evaluation for the power adaptor. The root cause is consistent with customer mishandling and liquid ingress to the power adaptor which caused a spark. The IFU includes a warning that instructs the user, ¿do not allow any liquid to come in contact with the power connector . . . .[or] allow any liquid to penetrate connectors or the openings in the case.¿ there was no patient or hospital personnel injury. The patient demographic information was not provided. The facility will be contacted by letter regarding the IFU warning and the edwards clinical field representative has contacted them regarding the issue. This is not a systemic or design related issue. There is no indication that a manufacturing defect contributed to the failure. There will be no further actions taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The MDR submission number for the ev1000a platform system involved is 2015691-2019-04415.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product has not been received for evaluation. Once the results are available a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed as the lot/serial number is unknown. The MDR submission number for the ev1000a platform system will be submitted in the supplemental report.

Event description:
It was reported that an ev1000a platform system and a evpsb110l power brick adapter gave a spark and smoke. The equipment was removed and sent to the biomed to manage. He stated the brick cable was mounted on the pole holder upside down and not in the correct orientation. He stated it is possible fluid may have dripped onto the power brick causing the spark. There was no patient or hospital personnel injury.